Event description:
It was reported by the customer that the insulin pump leaked insulin, followed by an alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.